Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a post-operative check a month after implant this right ventricular (rv) lead had no capture. An x-ray was performed and determined that the lead had perforated. The lead was surgically explanted and replaced with another manufacturer lead. No additional adverse patient effects were reported.